Event description:
It was reported that two er320's were used during a video assisted laparoscopic cholecystectomy. It was reported by the affiliate that the first device , the jaw broke. The second device, the clips came out malformed and some of them stayed inside the stapler.